Event description:
Event description guidant received information that this pacemaker, which is included in the fm2, was explanted after the patient presented to the emergency room with a heart rate in the 30's. The pacemaker was interrogated at that time and was functioning properly. The physician decided to explant the device. A notification from medicare has been received notifying us that the patient has entered litigation against guidant concerning an injury or illness that occurred on the day of implant of this device (1298/184959) and the day of explant of (1298/139003), two years ago.